Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their one touch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014, at 2:27pm. The patient reported obtaining blood glucose readings of ¿347, 313, 307, 389, 226, 269 and 254mg/dl¿ on the subject meter, however, the time difference between these readings was greater than 20 minutes. The patient manages their diabetes with self-adjusted insulin. The patient reported administering ¿24+20 units¿ of novorapid insulin at 2:47pm after eating some cake and coffee. The patient reported that a few minutes later they developed symptoms of ¿agitated, sweating and shaking¿. The patient reported self-treating these symptoms by eating a banana. At the time of troubleshooting the csr verified that the unit of measure was set correctly and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after obtaining the alleged inaccurate results.

Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014), the patient¿s meter has been returned on 10/15/2014 and evaluated by lifescan product analysis on 10/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.